Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user experienced hypoglycemia during the night. The user managed the event with fast-acting carbohydrates and was educated on cgm target settings. No further assistance was required.